Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the monitor makes a noise when charging. There was no reported patient impact / injury.

Manufacturer narrative:
The manufacturer's authorized remote service engineer (rse) spoke with the customer and confirmed the reported problem. The customer requested a replacement therapy capacitor with no engineer evaluation. The customer was provided with the replacement par to resolve the issue. The device remains at the customer site and no further investigation is warranted at this time.